Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized in the emergency room due to high blood glucose on (B)(6) 2018 with blood glucose of 540 mg/dl at the time of incident. The customer's current blood glucose is 200 mg/dl. The customer was treated with insulin pump and in the hospital with fluids of insulin and adavan. The customer was experienced symptoms such as face was hot, goose bumps, chills, nausea, high anxiety and leg pains. Based on customer report customer did not allege the insulin pump was under delivering. The customer stated that the drive support cap appears to be normal. The customer was off the insulin pump prior to hospitalization. The customer was using the insulin pump when high blood glucose event was reported. The customer also reported that the insulin pump had no delivery alarm. The insulin pump will not be returned for analysis.